Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f302; triathlon cr fem comp #3 r-cem; lot# jsa2n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
Patient is a (B)(6) year-old female who previously underwent right total knee replacement - outside cors scope. She underwent revision on (B)(6) 2020 for pji. Patient developed pji and required resection and spacer placement in (B)(6) 2020. All components exchanged. Patient underwent reimplantation on (B)(6) 2020.